Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm that occurred on the home choice (hc) during drain 8 of 13. The registered nurse (rn) stated that the patient got unhooked in the middle of the night and drained fluid out, so then the rn bypassed to fill and reconnected the patient to the setup. The rn was aware of the disconnect procedure. The tsr assisted the rn in bypassing to fill 9. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.